Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to load more than 250 units of insulin into the cartridge, insulin would leak from the septum. Customer's blood glucose level was between 90 and 300 mg/dl. Reportedly, the customer was ultimately able to load the cartridge and resume insulin delivery successfully.